Event description:
During the surgical procedure, anesthesia was unable to monitor/measure/determine and amount of anesthetic agent being delivered. The nurse anesthetist believed that the ge aestive 5 gas delivery unit was faulty and immediately contacted the biomedical engineering staff to urgently evaluate the machine. Despite the failure, there was no impact to the patient. Biomedical inspected the equipment and determined that the agent failure issue was related to the ge datex carescape b850 monitor and the ge datex m-caio parameter module. The agent ID failure message occurred on these two units. Biomed swapped in a spare m-caio module and temporarily resolved this issue. The same message occurred on the monitor with this new module later in the same day. At that point, the biomed tech shut off the monitor cpu to reset the device. The monitor and module came back from rest and functioned as normal without recurrence of the failure message. Biomedical engineering technicians reported they have seen a fair amount of calls indicating the "agent ID failure" message . Most often corrected by shutting off the cpu and rebooting it, if you will. It's like the cpu gets locked up and produces this particular error message. There were no reports of patient awareness. The patient is a minor. Documentation indicated that the patient received general anesthesia and recovered satisfactorily from the anesthesia. The anesthesiologist documented there were no apparent anesthesia-related complications. B850 cpu, runs continuously. No manufacturer recommendations to reboot power.